Manufacturer narrative:
An engineering review of the device data revealed the most recent daily measurement for shock impedance was 133 ohms. The highest recorded value was 141 ohms. All other measured shock impedance values were stable in the 120 ohms range. Normal follow-up was recommended. The device and lead system remains implanted with no reprogramming or surgical intervention.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted in a right abdominal position. There are two epicardial pacing leads implanted, and the shocking lead was reported to be positioned subcutaneously at the back side of the left clavicle. The system exhibited some shock impedance measurements of greater than 125 ohms in the daily measurements; there have also been some high, out-of-range shock impedance measurements during regular office follow-ups. A boston scientific technical services consultant discussed that the out-of-range measurements were most likely due to the position of the shocking lead, which was an off-label use of a shocking lead. A save to disk was requested to evaluate the true impedance measurement. No adverse patient effects were reported.